Manufacturer narrative:
Device received with software error bad pointer, impossible default case, parameter out of range alarm loop during power up, problem isolated to mother board. Unable to perform operating currents, self-test, unexpected restart error, displacement, rewind, basic occlusion, occlusion, prime or compromised force sensor system and excessive no delivery tests due to software error bad pointer, impossible default case, parameter out of range alarm. Device had minor scratched lcd window and cracked reservoir tube lip.

Event description:
The customer reported via phone call that the customer had pump error alarm on insulin pump. The customer's blood glucose was unknown. The product was returned for analysis.